Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 563 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting but now the customer was okey. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.